Event description:
It was reported that during an unknown procedure, the staple does not work after holding the tissue. No further details were provided.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There is no. Was the firing sequence started but not completed? If yes: no, completed did the device deliver any staples? Yes. If yes, were the staples formed properly? No, b-shale is not properly formed if yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. Was there any difficulty opening the device jaws? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025 d4: batch #930c35 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a tyvek, and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the bulkheads contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of malformed staple could not be confirmed as no malformed staples were observed. Device history review a manufacturing record evaluation was performed for the finished device batch number 930c35, and no non-conformances were identified.